Event description:
It was reported that: after connection to the oxylog 2000, the pt made a cardiovascular stop. The pt had to be reanimated and then the pt was rescued. After inspection of the breathing circuit, it has been noticed that the red rubber disc was partially dislodged.

Manufacturer narrative:
The breathing system was requested for investigation but has not been returned yet. Results of the investigation will be reported in a follow up report.